Manufacturer narrative:
G4:18mar2021. B4:20mar2021. The customer replaced the front bezel to resolve the navigation ring issue. The ventilator passed all testing and operated within the manufacturing specifications. A similar investigation was performed, and it was determined that the root cause of the navigation-ring failure was due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer contacted technical support (ts) stating that the unit's nav-ring does not work. The customer reported there was no patient involvement.